Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure six resolute onyx des were implanted in the rca. Approx. 5 months post index procedure, the patient suffered non st elevation mi. Angiogram showed 70% in-stent restenosis in the rca. The mi occurred in the target vessel. The patient was treated with medication and pci. The investigator assessed the event as possibly related to the device and antiplatelet medication. The patient recovered.

Manufacturer narrative:
During the index procedure two resolute onyx des were implanted in the rca, not six as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated q-wave mi, 3rd udmi spontaneous, clinically driven and tlr - percutaneous intervention of the prox rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was indicated that a resolute onyx des was implanted in the rca to treat the event. Sponsor assessed the event as not related to the antiplatelet medication and possibly related to the device. Cec adjudicated target vessel mi- rca. If information is provided in the future, a supplemental report will be issued.